Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. There was no image on the screen. Also, there was no image via video graphics array connection. A component was blown on the micro processor unit (mpu) board. The link electronic module (lem) board was defective, the power supply was defective, the paper drawer was nearly empty, the upper and lower bullets were missing, the keyboard was damaged, the front latch base frame keyboard was broken, the radiofrequency head cable had a loose connection, an electrocardiogram (ECG) connector and handle update was required. The mpu board was replaced, the lem board was replaced, the power supply was replaced, paper was added, upper and lower bullets were added, the keyboard was replaced, the radiofrequency head cable was replaced, software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a black screen. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.